Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a tego® connector where it was reported that the tego in use on arterial port noted to be running poorly x 2 consecutive days. Flushed and drew well pretreatment but very negative arterial pressure at treatment start. Lines renewed and ran well as such for hours at disconnect. When syringe was removed from this tego, (near the venous return), the clear membrane at the base of the tego appears to be bulging outwards. The date of event was on (B)(6) 2024 and no repeat occurrences. Unspecified minor injury to patient or staff. The patient was stable but there was a minor delay to treatment. There was patient involvement and unknown patient harm or adverse event. This captures 2 occurrences.

Manufacturer narrative:
Received one (1) used d1000 tego connector and one (1) new d1000 tego connector for inspection. The used sample had a domed seal as received. The top surface slit was open due to the doming on the used seal. No defects or anomalies on the new sample. The reported complaint can be confirmed on the used sample. The probable cause is due to a manual assembly error in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.